Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve within a heavily calcified annulus, an infold in the valve frame was observed during positioning of the valve within the aortic annulus. The valve was recaptured and withdrawn from the patient. It was noted that upon the fluoroscopic inspection of the valve load, a crown overlap close to the fourth node was identified. The valve, delivery catheter system, and compression loading system were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; (lot: 0013160330); product type: 0195-heart valves; implant date: not-implantable; explant date: na; medtronic product ID l-evolutfx-34 (serial: unknown); product type: 0195-heart valves; implant date: not-implantable; explant date: na select; patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred.

Manufacturer narrative:
Updated data: b5., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.